Event description:
The customer reported that there was a large popping noise during a case, after which the left monitor went dark and technique tracked to max.

Manufacturer narrative:
The ge rep cleaned and regreased candlesticks and hv wells. Could not duplicate problem afterwards.